Event description:
Medwatch uf/importer reporter (B)(4). Pt. Came for retina surgery including cryotherapy. Prior to pt entering room machine noted to have pressure , tanks full and exhaust to suction, all as desired for performance. Upon using the cryo machine surgeon asks for more pressure at back of machine noted to be at maximum limit, one tank open and works minimally , exhaust line pops off probe. Exhaust port noted to be no longer sucking as desired but now flowing outward, still attached to vacuum line, handpiece explodes from too much pressure, not in pt's eye at that point. Surgeon decides that ok to proceed just not vent exhaust , neptune with smoke filter brought in to vent gas at source. 1216677-2021-00261 opthalmic cryo system dig ce-2000 (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned. Analysis and findings: (B)(4). Distribution history: this complaint unit part number is manufactured at csi. No additional information is possible without the s/n. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records possible without the s/n. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: visual examination of the complaint unit was not possible as the unit was not returned. Functional evaluation: a functional evaluation of the unit is not possible as the unit was not returned. Was the complaint confirmed? No. Root cause: the description provided indicates the end user is not clear on the use of the console. Although vacuum is used on the device to capture the exhaust the ce-2000 exhaust should have pressure coming out to be captured by the external vacuum source. Additionally, the unfamiliarity on the unit function may contribute to blocking the exhaust through the white tubing. Leaning on it creating a blockage would align with creating enough pressure to burst the white tubing, but never the probe itself. However, the probe is considered the entire length of the tube as well as the end. The complaint the tip was not optimal or not getting to temp can be due to a tank that is not up to pressure due to being low on the gas. The complaint condition is being attributed to end user error. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
Medwatch uf/importer reporter (B)(4). Pt. Came for retina surgery including cryotherapy. Prior to pt entering room machine noted to have pressure , tanks full and exhaust to suction, all as desired for performance. Upon using the cryo machine surgeon asks for more pressure at back of machine noted to be at maximum limit, one tank open and works minimally , exhaust line pops off probe. Exhaust port noted to be no longer sucking as desired but now flowing outward, still attached to vacuum line, handpiece explodes from too much pressure, not in pt's eye at that point. Surgeon decides that ok to proceed just not vent exhaust , neptune with smoke filter brought in to vent gas at source. Opthalmic cryo system dig ce-2000 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.